Event description:
Customer reported the "white clip" on the extension set may have either cut the extension tubing, or the tubing was thin and broke. There was some blood loss through the IV catheter; however there was no pt harm from this event. Event occurred in the pcu. No further pt/event information is available.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of the reported complaint was not identified.